Event description:
It was reported that the catheter got stuck with the guidewire. An opticross 18 catheter was selected for use. During the procedure, the physician tried to use the device with a non-boston scientific (bsc) guidewire. However, it was noted that the catheter got stuck on the wire, so they had to remove both the wire and device together and lost wire access.

Manufacturer narrative:
B3 - date of event: used 02/01/2025 as the event date was not reported. G4 - premarket / 510(k) #: k160514, k222568. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted. Additionally, detailed initial reporter, facility information, and additional event details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.